Manufacturer narrative:
Evaluation summary: a review of the manufacturing documents revealed no deviation for the instrument returned. Deviations in the inspection documents for the nail adapter were not found. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lots in question revealed function was given in full on the devices at the stage of delivery. Simulation of pre-operative function test (as required per IFU) performed on the returned device revealed that function is generally given although the nail adapter shows a slight loose fitting. Appearance of item and inspection records identified the nail adapter being of old design version. This item was documented as faultless prior to distribution and as it had been in use for a longer time (more than 8 years) we pre-suppose that the nail adapter had fulfilled its tasks in former surgeries as intended. In order to address aging due to sterilization and to ease usage (nail adapter and targeting arm for both recon and antegrade locking mode are combined in a single device now) the nail adapter 18063001 had been replaced by the new t2 recon target device 18063100. No new non-conformity was identified.

Event description:
Using t2 recon nail with the original targeting device. We were unsuccessful getting the guide wires to pass through the nail.

Event description:
Using t2 recon nail with the original targeting device. We were unsuccessful getting the guide wires to pass through the nail.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.